Manufacturer narrative:
(B)(4).

Event description:
It was reported that at a refill on (B)(6) 2012, there was a residual volume discrepancy. The actual residual volume was 16.5 ml and the expected residual volume was 17.0 ml. The variability rate was calculated to be 50%. It was noted that there were "no problems because of saline." It was unclear if this meant the pump had been filled with saline. The patient's therapy was noted to be "effective" as of (B)(6) 2012. The medication used within the system was gabalon. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.